Manufacturer narrative:
Submit date: 03/29/2017. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that debris was found inside the syringe. No patient involvement or harm reported.